Event description:
It has been reported to philips that the digital visual interface (dvi) cable was faulty resulting in occasional loss of imaging on screen. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary planned treatment/non-emergency treatment. The procedure was completed as planned after using another wcb connection. Philips remote service engineer (rse) connected with the customer and customer stated that the wcb dvi- cable was broken. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, it was found that the dvi-cable was broken and needs to be replaced. No further service has been provided from philips. Till, date no reoccurrence has been reported. The codes were updated based on the investigation outcome. Evaluation method code was corrected.